Manufacturer narrative:
(B)(4). Additional concomitant medical products: pn 00811400100 ¿ cpt femoral stem ¿ ln 62567148; pn 00620005622 ¿ shell ¿ ln 62441914; pn 00630505636 ¿ liner - ln 62458405. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has discarded the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04843.

Event description:
It was reported that patient experienced a fracture of the proximal femur approximately 3 years post implantation. The patient underwent a procedure to fix the fracture with cables. Approximately a year later patient became more unstable along with symptoms of metallosis and necrotic tissue resulting in revision of the head and stem components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of photograph of explanted stem and head. It was identified black debris inside the head taper. Bio debris and bone ongrowth was identified on the stem. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.